Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. First follow up attempt to clarify sent via email to customer and rep: what was the lot number of the m8737 box? What was the lot number of the m8304 packages?

Event description:
It was reported that prior to unknown procedure, a nurse opened a box and it contained the wrong code of the suture. It was also reported that the suture was not used in the procedure on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the lot number of the m8737 box? Kjj790. What was the lot number of the m8304 packages? Her859.

Manufacturer narrative:
During the visual inspection of eleven samples, four different lots numbers of product code m8304 were observed on the samples received. Three unopened samples of product code m8304, lot # her859 was manufactured on 5/29/2014. Two unopened samples of product code m8304, lot # hph335, was manufactured on 12/29/2014. Two unopened samples of product code m8304, lot # jpp972, was manufactured on 12/10/2015. Four unopened samples of product code m8304, lot # jap378 was manufactured on 1/12/2015. The product code m8737 with lot kjj790 were manufactured on 8/22/2016 (the box or samples were not received). According the manufactured dates there are a difference of two years of separation between the lots number kjj790 and her859, also the lots hph335, jpp972, jap378 there are a difference of one years of separation of lot kjj790 and these batches could not be mixed in our sites of manufacturing. Per the samples conditions of the samples the assembly - incorrect component could not occur in the manufacturing sites.